Manufacturer narrative:
No RMA has been issued for this device. Model 6240-a serial number unknown has an unknown age. User manual part number 1148068 rev d (jul-08) [rev d is the latest revision user manual] will be used for this documentation. It is unknown if the consumer has fully read and understands the user manual. On page 2 the following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumer is a (B)(6) female who is (B)(6). The consumer meets the weight limitations of 300lbs but does not meet the height limitations [see below]: 6240-a 5'4" - 6'6"; 6240-a 163cm - 198cm. It is unknown if the bent leg on the walker caused the fall or the fall caused the walker leg to bend. The consumers technique using the device is unknown. Adhereing to the following warnings may have prevented the leg on the walker from bending. You should always consult with your physician or therapist to determine proper adjustment and usage. Always use caution when using the walker, especially on wet or icy surfaces. If the walker is exposed to extreme temperature (above 100 degrees f or below 32 degrees f), high humidity and/or becomes wet, prior to use, ensure handgrips do not twist on side frame otherwise damage or injury may occur. The handgrips must be tight. Ensure that the rubber tips and/or plastic glide tips are not ripped, worn or missing. Replace the tips as necessary before using walker. Do not use rubber tips on rear leg extensions when using wheels on the front legs. All leg extensions must be adjusted to the same height so the walker is level. When using wheeled attachments on the front legs, the rear leg extensions must be adjusted to make the side frames level. Rear extension legs with rubber tips or plastic glide tips must be in contact with floor surface at all times. If an even height cannot be achieved, adjust the leg extensions so that the rear of the walker is no more than one inch lower than the front. Glide tips are used on rear leg extensions only to allow walker to roll easily over indoor carpeted areas without lifting the walker off the ground. Glide tips are not recommended for use on rough surfaces (concrete, gravel, etc). Glide tips on rear leg extensions should only be used with front wheel attachments. Do not use glide tips on all four leg extensions at once. Do not use glide tips and rubber tips at the same time. When using glide tips on walker, short steps should be take. Make sure that the patient's weight is distributed evenly and directly over the walker legs. These precautions will prevent uncontrollable movement of walker. Always observe the weight limit on the labeling of your walker. The walker is not intended to support the full weight of the user. Check that all labels are present and legible. Replace if necessary. After unfolding or assembling walker, make sure the walker is securely locked in the open position and level to the ground before using. Do not hang anything other than the manufacturers' recommended accessories on the front of the walker. This may depress the release mechanisms and prevent walker from locking into place when fully opened. Do not use a walker if the locking mechanisms do not function properly. Do not hang anything on either the left or right side frames (area that includes dual-release paddles) or the left and right slide tubes (area that includes palm release button). This will cause side frames or slide tubes to bend and prevent the walker from locking when fully opened. This may also cause walker to tip, resulting in injury or damage. Wheeled accessories are only to be used on the front walker legs with the exception of model nos. 6264 - 10-inch rear wheel brakes and 6265 - 13-inch rear wheel brakes. Always test to see that the walker and attachments are properly and securely locked in place before using.

Event description:
The consumer was using the toilet when she allegedly twisted and fell. One leg on the walker was allegedly found to be bent after the incident. No injury is alleged.